Event description:
It was reported that this patient underwent a system extraction due to discomfort at the device site. Besides intervention, there were no other adverse patient effects reported. The device and leads will not be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.